Manufacturer narrative:
After a recent FDA inspection, microaire modified our MDR reporting criteria and have determined this should have been reported.

Event description:
Customer states when they opened the box to use that they both broke they went to take them out of the packaging.